Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0mc5r, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that since implanted the patient¿s wound never healed. Six days ago, the patient had a procedure where they sewed it up with staples to clear up the wound. Since then the patient had not felt any stimulation, so they tried making adjustments yesterday. The patient was not being able to adjust stimulation. The patient programmer had a ¿call your doctor¿ icon and showed a power on reset (por) condition. The patient also saw the poor communication screen on their programmer yesterday and today. The patient did not have the antenna over the implantable neurostimulator (ins). When the patient had the antenna over the ins, the programmer showed por. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.